Event description:
It was reported that on (B)(6) 2010, the patient underwent a xience v stenting procedure in a restenosed previously non-abbott stented lesion in the proximal circumflex artery. On (B)(6) 2011, the patient was hospitalized and on (B)(6) 2011, underwent percutaneous coronary revascularization for a 60.4% restenosis in the index target lesion. The patient's condition resolved and the patient was discharged on 06/30/2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) indication for use, stent implanted in a restenosed previously stented lesion there was no reported product deficiency and the product was not returned. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported, the xience v was implanted to treat restenosis of a previously placed stent. It should be noted the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. It does not appear that the reported off label use of the xience v contributed to the reported patient effect.